Event description:
It was reported that during treatment of an internal carotid artery¿ophthalmic artery segment aneurysm, a fred device was deployed. Imaging indicated that the distal end of the device appeared to open appropriately; however, the middle section failed to open. Despite repeated deployment attempts, the device could not be fully opened and was withdrawn from the patient. It was reported that delamination was observed at the distal end of the stent following removal. After the stent was advanced out of the protective sheath, severe delamination was also observed at the proximal end, and the entire stent was noted to exhibit severe delamination. Partial thrombosis developed in the patient. It was reported that the procedure was completed using another fred4 device of the same model. Following implantation of the replacement device, poor wall apposition and thrombosis were observed. After thrombolysis, blood flow in the anterior cerebral artery was noted to be slowed. The stent was subsequently adjusted using massage manipulation, after which the outcome was reported as good.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.